Event description:
It was reported that the health care professional (hcp) requested review of the presenting electrogram stored by this pacemaker system. The hcp reported there appears to be loss of capture on the right ventricular channel. Ts advised they believe there is capture. Ts suggested the hcp could test for capture in clinic. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.